Event description:
It was reported that the tubing of an unspecified solution set disconnected from the proximal port (the hard plastic of the luer-locked device) which resulted in a leak. This occurred while drawing up intravenous fluid (ivf) from the port. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.